Event description:
It was reported that during the xact stenting procedure to treat a lesion in the right internal carotid artery, the emboshield nav 6 retrieval catheter met resistance on advancement through the deployed stent due to anatomy. After patient head positioning and torquing maneuvers, the retrieval catheter was advanced through the xact stent and successfully retrieved the emboshield filter. However, due to the force applied and the maneuvers, the retrieval catheter became kinked and resistance was felt with attempts to remove it through the shuttle sheath. In addition, the shuttle sheath had become prolapsed into the aortic arch, adding to the difficulty removing the retrieval catheter from it. The retrieval catheter was then removed with the guiding catheter as a single unit using a non-abbott "buddy" wire. There was no clinically significant delay in procedure and no adverse patient effects. It was further reported that the recovery catheter separated at the kinked location outside the patient, during additional manipulation. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned embolic protection system (eps) noted that the shaft of the retrieval catheter had separated 9 millimeters (mm) distal to the guide wire exit notch. The separated portion was returned on the barewire. The fracture faces were jagged. In this case, it was further reported that the recovery catheter separated at the kink during additional manipulation outside the patient. There were kinks in the shaft proximal to the separation consistent with the reported kink. The guide wire exit notch proximal to the separation was torn for a length of 9mm and torn distal to the separation for a length of 4mm likely damage from the additional manipulation and separation. There was a bend in the barewire 33.4 centimeters proximal to the tip. The bend was not reported and likely resulted from the additional manipulation outside the patient. There was no other damage noted to the eps. In this case, it was reported that the emboshield nav 6 retrieval catheter met resistance on advancement through the deployed stent due to anatomy. Force was applied during maneuvers to advance the retrieval catheter and subsequently became kinked. Resistance was felt with attempts to remove it through the shuttle sheath. Additional information was received stating that the kink likely contributed to the reported resistance during removal as it interacted with the guiding catheter. The reported kink, difficulty to remove and physical resistance appear to be related to the operational context of the procedure. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.